Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. Additional information: there was no patient injury or medical intervention associated with this incident. This report of a leak in the transfer set was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer reported a leak at the twist clamp of a transfer set.